Manufacturer narrative:
The injury that occurred is captured in report 1721279-2015-00113. The rv lead-lld requiring situational abandonment is captured in 1721279-2015-00114.

Event description:
This was a left-sided lead extraction to remove two non-functional leads. The rv ICD lead (unknown manufacturer, impl 108 months) was prepped with an lld-ez and a 14f glidelight laser sheath was used to extract. During the extraction attempt, the patient's blood pressure dropped and a tee was performed which detected an effusion. The CT surgeon performed a sternotomy and an injury in the svc was found and repaired. The extraction procedure continued and the patient crashed a second time. A larger svc injury was discovered and repaired. The physician elected to abandon the extraction attempt and cut and capped the lead with the lld inside. It was also decided by the physician to abandon extraction of the ra ICD lead (bsc 0185 impl 108 months) which had been prepped with an lld ez which required situational abandonment and was cut and capped. The patient survived the intervention. This report is being filed to reflect the lld associated with the ra lead, that required situational abandonment during the case.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.